Event description:
It was reported to philips that the battery needed replacement. Additional information from the philips fse indicates that the 150j charge time was not within specification. There was no patient involvement.